Manufacturer narrative:
The customer's address is unknown. New jersey, USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle went through the plastic cannula while introducing the catheter. The following information was provided by the initial reporter: it was reported by the customer that the rn tried to insert the catheter, but could not advance the needle because it was outside of the plastic cannula.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle went through the plastic cannula while introducing the catheter. The following information was provided by the initial reporter: it was reported by the customer that the rn tried to insert the catheter, but could not advance the needle because it was outside of the plastic cannula.